Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting, the pump indicated a data log corruption. Blood glucose was 159 mg/dl. Reportedly, the customer continued using the pump and had manual injections for insulin therapy.